Event description:
Pt had leaking at the junction of the catheter and the hub. Temporary repair was made at 0100 by homecare nurse. At 0930 a second homecare nurse returned to the pt's home and found the hub taped securely but the catheter had separated from the hub and migrated into the venous system. Catheter was removed on 11/20/95 via cutdown to the basilic vein. IV therapy was resumed via peripheral IV.